Event description:
Nurse identified a contaminate in the package of an IV start kit. Package was sealed. Also, there is gauze in the kit that was not folded as you would expect in an unused sterile package.

Event description:
Nurse identified a contaminate in the package of an IV start kit. Package was sealed. Also, there is gauze in the kit that was not folded as you would expect in an unused sterile package.